Event description:
On (B)(6) 2014 nsk america employee was contacted by a distributor representative. The distributor representative was contacted by an employee of (B)(6) in (B)(6), alleging that an nsk product has caused a burn to a pt. The contact name provided was (B)(6). Nsk america (B)(4) attempted to contact the office to ascertain the condition of the pt and arrange for the handpiece to be returned to nsk for further investigation. Positive contact was not made. Upon initiating an investigation it was discovered that this office had a previous injury complaint (see MDR # 1422375-2014-00002). At that time of the previous injury report we were not able to retrieve the handpiece for inspection and evaluation after multiple attempts. On (B)(4) 2014 a letter was generated and sent to the office with a prepaid shipping label and instructions for returning the handpiece to our office. The letter was sent by traceable means and delivery confirmation was received on 09/29/2014. On 10/02/2014 an email was received from (B)(6) that included 8 low quality images of the injury site. On 10/02/2014 a second email was received with the responses to our additional info request and included the following info: model was nsk x95l approximately 18 months old. Procedure being performed was crown on #14 and fillings on 15, 18, and 20. Dr (B)(6), dds was using the device. Pt was under local anesthetic. No abnormality was observed prior to the injury occuring. First indication of injury was the pt flinching; when the dentist stopped to investigate a burn to the tongue was noticed. Extent of the injury: "2nd degree burn as the area blistered immediately separating the epidermis and dermis layers. The blister sloughed off within minutes exposing a very raw and sensitive part of tongue. On left side of posterior tongue 15mm long and 7mm wide". Intervention required to prevent permanent damage: "as far as I known - he should heal well, we have been managing his pain which is very intense even a week out. I do not believe there will be perm damage". Treatment administered: "we have been managing his pain with vicoden and (B)(6) mouth wash". This treatment is typical for the procedure being performed. Dentist has had many conversations with the pt and is scheduled for a checkup on (B)(6). No complications are known as of the report. Unk whether further medical attention will be needed. The report stated that the handpieces were being sent with this report. Additional pertinent info: "I want to stress the awareness I have for this heat potential - this is the 3rd event since 03/2014 and I am constantly stopping to feel the handpiece to check for heat. This instance happened within seconds of me using this handpiece after it had rested". (The dentist is referring to additional events reported on MDR # 1422375-2014-00002 and 1422375-2014-00014). On 10/06/2014 an email was received by nsk america (B)(4) from (B)(6), dds reiterating the previously reported info. A reply was sent via email the same day with an initial response to the dentist's concerns including a request to immediately forward the handpiece to nsk for eval. A response from the dentist was received on 10/6 stating that the handpieces had been given to the distributor representative. Upon being contacted by the nsk representative the distributor representative stated that he did not take possession of the handpiece in question. On 10/07/2014 nsk america (B)(4) responded to the dentist's email and informed her that the handpieces had not been located. Later that day a response from the dentist stated that the handpieces had been located and were being mailed out that day. On 10/08/2014 nsk america (B)(4) received an email with a (B)(6) link to a letter from the dentist's assistant with two additional injury reports, one constituting additional info for a previously submitted injury complaint (see MDR # 1422375-2014-00002 and 1422375-2014-00014). In the letter the assistant stated that the handpiece in question had been isolated, marked and sterilized but that another individual had used the handpiece and returned it without marking it so it is unk which handpiece caused the injury. For that reason they are sending all (7) of their handpieces to nsk for eval. It will be impossible for nsk america nor (B)(4) to determine which of the handpieces caused the injury as the malfunctioning handpiece was not properly quarantined and identified by the dentist's assistant. The office's 7 handpieces, all of the same model, were received at nsk america corporation on 10/13/2014 and forwarded to the MFR on 10/14/2014 for further investigation.